Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported soreness at the abutment site and experienced tissue granulation. Subsequently, the patient was treated with topical antibiotics (date not reported) and underwent revision surgery (date not reported) to cauterise the granulated skin.